Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. Device was not returned to manufacturer.

Event description:
On (B)(6) 2013, the patient's wife reported the protective rubber on the down button is worn out and the metal plate is exposed. She also reported the buttons do not always respond and have to be pressed multiple times or at different angles. The battery was replaced, but this did not resolve the issue. No physiological effects were reported. The infusion device was requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.